Manufacturer narrative:
The event of ipg relocated for comfort purposes was reported to abbott. The ipg was repositioned due to discomfort. Therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was initially reported that the patient experienced wound dehiscence due to delayed healing. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2025 to address the issue.